Event description:
The customer reported a false positive reaction of one screening cell of a competitor's product with seraclone anti-n. The customer used the screening cell as a negative control. The customer announced to send back the allegedly defective product seraclone anti-n for investigation. We are still waiting for this complaint sample. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported a false positive reaction of one screening cell of a competitor with seraclone anti-n. The customer used the screening cell as negative control. The customer reported that he did not wash the screening cells and did not suspend them in isotonic saline. The customer returned the supposedly defective product and two aliquots of the competitor's screening cells . The vial containing aliquots had slightly leaked, therefore only small amounts were left. The reagent red blood cell suspensions of the aliquots were tested with both complaint samples (30 min rt without centrifugation). The reagent red blood cells reacted negatively with seraclone anti-n. In parallel, the retained sample of the supposedly defective seraclone anti-n lot and a newer lot of seraclone anti-n were tested, and yielded also clear negative results. Only after an incubation of 60 minutes the immucor reagent red blood cells yielded a +/- respectively 1+ reaction. The correct function of seraclone anti-n could be confirmed with two n- negative donor samples at an incubation of 60 minutes. The ph value of the retained sample was within the defined range. Based on the fact that the there was not enough material of the competitor's reagent red blood cells, we could not perform further tests according to our IFU the red blood cell suspension has to be done with isotonic saline and not with phosphate buffered saline.therefore a handlings failure of customer can not be excluded, because the competitors screening cells were not washed and resuspended in isotonic saline. Testing by our quality control laboratory confirmed that the allegedly defective lot of seraclone anti-n functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.